Event description:
Surgery is planned to remove excess cement particles in the joint. Poly inserts may be exchanged during the procedure.

Manufacturer narrative:
Surgery is planned to remove excess cement particles in the joint. Poly inserts may be exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.